Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 3 mmol/l and 5.1 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.